Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported via phone call that their infusion set has to be changed 3 or 4 times in the last 4 days due to high blood glucose. The customer's blood glucose reading was 376 mg/dl at the time of incident and also went down to 43 mg/dl. The customer also indicated that the tape does not stick very well . Customer was advised on proper tape adhesion techniques but declined high and low blood glucose troubleshooting.